Event description:
It was reported that a peritoneal dialysis (pd) patient who performed pd therapy on the homechoice (hc) device passed away due to unknown causes. Per the caregiver (cg) the pt had been hospitalized for pneumonia (dates unspecified) and returned home for hospice care where the pt passed away. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been evaluated as of yet. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter product analysis laboratory (pal) for evaluation. A review of the device history record and the event history log revealed no system errors, anomalies, hardware device failures or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported issue. The device passed both the homechoice rite (returned instrument test evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Internal & external visual inspections were performed which revealed no problems. A review of the device service history data revealed that there is no previous service history for this device. Per pal evaluation, no failure or malfunction was identified that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.